Manufacturer narrative:
(B)(4).

Event description:
During lead replacement, all electrical parameters such as sensing, impedance, stimulation threshold could be measured and recorded using the psa. After connecting the lead to the device, the programmer showed an error during threshold testing. Downloading new firmware resolved the issue.

Manufacturer narrative:
Electrical testing did not find any indication of conductor fractures or internal shorts. The extended helix was measured within specifications. Visual inspection of the lead noted insulation cut and outer coil damage which is consistent with that occurring at the time of implant/explant procedure.